Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer stated that she attempted to clear the alarm by pressing the esc and act buttons but was unable to clear the alarm. The customer's blood glucose was 51 mg/dl. The customer changed the battery, but the alarm persisted. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to flattened act keypad dome. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump was unable to verify excessive no delivery alarm due to keypad anomaly. The insulin pump was unable to perform the displacement test due to keypad anomaly.